Event description:
The customer reported that they received an inop as a result of a speaker malfunction.

Manufacturer narrative:
The customer reported that they received an inop as a result of a speaker malfunction. The limited available information suggests that the speaker failed to function when there was an inop. Product labeling instructs users to not rely solely on audible signals and to include close personal observation in successful monitoring. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).